Event description:
A male underwent aaa repair in 2009 to repair a contained rupture. The physician placed the renu converter via the right iliac. Then placed a flex limb. He then used a coda balloon and noticed a tight area at the connections. The physician placed a wall stent in the iliac limb to open it up more. After ballooning the area and placing a zenith occluder on the left side, he did a final run and found a leak near the top of the 12mm leg area of the converter. Pt is doing fine.

Manufacturer narrative:
The development of the renu successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. Regarding endoleaks, the IFU lists important factors/warnings that, if followed, could reduce the likelihood of an endoleak occurring: anatomical criteria. Vessel tortuosity. Calcification. Accurate placement of graft. Pt selection and pre-procedure sizing. The device remains implanted and no images were provided to assist in this investigation. A cook sales rep was present at the time of the procedure and provided info for the case file. The testimony of the sales rep is enough corroborating evidence to consider the complaint confirmed at this time. Additional info from the sales rep indicated the leak was coming from the graft material and felt the leak was caused during the ballooning process. Possibly due to calcium that may have pierced the fabric. Without images we are unable to determine with certainty the exact cause of the endoleak. However, we have notified the appropriate individuals and we will continue to monitor for similar events.